Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: on-going h3 other text: device not returned.

Event description:
Country of complaint: vietnam. It is reported that after a few months, the hospital found 9 damaged units of histoacryl tissue adhesive, the glue was concentrated. Two units were opened by the end user and the glue was viscous and almost polymerized.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch. (B)(4) units of this batch were manufactured and distributed in the market, there are no units in stock. Received a video from b. Braun subsidiary in (B)(4), in the video there are 7 unopened histoacryl pouches, and when opened, in two of them the glue was very viscous, almost polymerized. Nevertheless, as no samples have been received and no units are available in b. Braun surgical, (B)(4)., have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill b.braun surgical requirements. Final conclusion: without samples, not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, note this incidence and if any sample is received in the future, will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.